Manufacturer narrative:
Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that prior to the case the system did not have any gantry movement. Site rebooted the system 3 times and gantry movement was restored. Site additionally mentioned that the system was slow to boot up. When a field service engineer checked the logs, they did not point to anything. The site resolved to watch for persistence and/or reoccurence of issue as it was resolved with a reboot. There was no patient impact reported and a less than one hour delay to surgery.